Event description:
This is being reported as an adverse event because the complaint originated from an attorney. It is not known what the pt was originally treated for. One device was implanted on (B)(6) 2012. Boston scientific's advantage device was also implanted on this date. The complaint via the attorney was that the pt suffered an unspecified injury. It is not known when the event occurred. It is not known what the pt's current condition is. No info has been confirmed by a healthcare professional.